Manufacturer narrative:
Visual examination under magnification found no discrepancies. When assembled, the device allowed for a full range of motion. Some deformation of the sliding core and endplates was noted. This is not unexpected based on the migration of the device and the process of removal. A dimensional analysis was conducted and all dimensions that could be inspected were found to meet specification. Contact reported that initial sizing/placement and pt activity level might have contributed to this event. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Patient was implanted with charite artificial disc in 2006. Pt returned with complaint of pain in the next month. X-rays were taken and confirmed a 2.5mm anterior migration of the implant. A revision was performed to remove the disc. As surgical intervention occurred an MDR is being filed to document this event.